Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient presented in clinic for normal follow up after egms from a merlin transmission did not store the reported nonsustainted ventricular tachycardia episodes. A warning message was prompted for all the nonsustained ventricular tachycardia. It was suspected an interaction with the secure sense nonsustained ventricular oversensing episodes resulted in no egm for the nonsustained ventricular tachycardia episodes. No further information is available.